Manufacturer narrative:
The batch record review of the batch in question did not reveal any abnormalities. The overall features noted during histopathological examinations of the tissue favour reactive histiocytic proliferation to transplant material in keeping with particle deposit disease or non-pigmented villonodular synovitis(npvns). Npvns is a benign proliferative disease involving the synovium. The etiology is still not completely resolved. Mainly discussed are inflammatory processes e.g. Due to particle wear (metal, pe or cement) as well as neoplastic genesis. According to tosun, haci bayram et al. The most commonly affected joint is the knee (tosun, haci bayram et al. "A rare case of extensive diffuse nonpigmented villonodular synovitis as a cause of total knee arthroplasty failure." International journal of surgery case reports vol. 5,7 (2014): 419-23. Doi:10.1016/j.ijscr.2014.04.031). Npvns can also lead to loosening of the knee implants, with tibial loosening occurring more frequently than femoral loosening. Wear ofbone cement can occur due to several factors, including mechanical stress, friction, and micromotion at the interface between the implant and the cement. Additionally, repetitive loading and cyclic stresses experienced during normal joint movement can contribute to the degradation of the cement. In this case the patient was morbidly obese (bmi=47). This might have contributed to greater stress onthe implants. To conclude, based on the provided information, it is not assessable what led to the synovitis that presumably caused the loosening. It could be due to wear of the bone cement, but also due to wear of the other implants or not due the implants at all.

Event description:
It was reported that a patient received a knee prosthesis on (B)(6) .2017. Subsequently, the patient was revised on (B)(6) 2024 due to tibial loosening. ----------------------------------------------------------------------------------------- information received via heraeus event questionnaire (received on 09.05.2024): patient: female, 59y/o, 120 kg, 160 cm indication for surgery: loose tibia operation date: (B)(6) 2024 duration of operation: approx. 3.5 hours medical history: diabetes mellitus type 2, acquired brain injury, history of dvt concomitant medication: apixaban, xigduo what is the most likely cause for the reported event?: pigmented villonodular synovitis has been discussed as likely cause by pathologist verbally over the phone and awaiting written histology report. ----------------------------------------------------------------------------------------- excerpt radiology report 23.04.2024 (received on 09.05.2024): semi constraint tkr is unchanged in position compared to 22/1/2024. Alignment is as showing. The tibial stem is noted laterally. No new periprosthetic lucency or fracture seen. ----------------------------------------------------------------------------------------- excerpt surgery report 29.04.2024 (received on 09.05.2024): there was a large clean aseptic-looking effusion in the knee and significant amount of synovitis throughout the knee. It was grey and quite proliferate. It was difficult to tell the difference as to whether it was caused by some third body wear from cement or indeed a small amount of metal. A near-complete synovectomy was done at the start and throughout the procedure. The tibial component was clearly loose and had subsided into varus. It was removed without difficulty. ----------------------------------------------------------------------------------------- excerpt histopathology report (received on 13.05.2024): all of the above specimens shows almost similar features with papillary and nodular proliferation composed of fibrohistiocytic infiltrate with epithelioid histiocytes and multinucleate giant cells. There are irregular vacuolated spaces with palisaded multinucleate giant cells and only minimally refractile material seen but possibly reflects reaction to all exogeneous foreign material like cement or metal. Overall features favour reactive histiocytic proliferation to transplant material in keeping with particle deposit disease or non-pigmented pvns. Possibility of pvns (pigmented villonodular synovitis) is considered but not favoured given the absence of haemosederin deposits and clinical impression of reaction to transplant material. Clinical and radiological correlation with micro and culture should be considered. Please refer to the following journal article: a rare case of extensive diffuse nonpigmented villonodular synovitis as a cause of total knee arthroplasty failure.